Event description:
It was reported that a patient experienced faster than usual battery depletion, requiring recharging every 5 days instead of every 2 weeks. The patient noted that this issue may have started after a fall a few years ago. Lead select showed all green and lead impedances were within normal range. Neurosurgery declined to replace the battery before end of life unless the issue becomes bothersome to the patient. No planned intervention was reported, and the patient will continue to monitor the situation. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.